Event description:
It was reported, there was a loss of therapeutic effect. It was noted, the patient was visiting (B)(6) and they were experiencing dyskinesias in the right arm for the last couple of days and they weren¿t sure if the stimulation was off or turned down because they did not have their patient programmer. It was later reported, the patient had dyskinesia and return of symptoms. The patient can¿t move, can hardly walk, and can¿t function. The patient had returned home and access to their programmer. The device was interrogated and the right implant showed on and okay with battery at 2.89 volts. The left implant showed call doctor and end of service (eos). It was noted, the patient had both replaced three years prior. They were told they would last 10 years and this one only lasted three years. They thought it depleted faster than expected.

Manufacturer narrative:
Product ID 37601, serial#(B)(4) , implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0104275v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389-40, lot# j0108135v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).